Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The blood glucose level was high and the patient changed the infusion set. No further information available.